Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unknown start date, the patient was treated with injection of fortum (1 gram once a day for 14 days, route not reported) and injection of vancomycin (2 grams weekly ¿once¿, route not reported) for the peritonitis. At the time of this report the patient outcome was unknown. Dianeal therapies were ongoing. No additional information is available.